Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and a crack in the battery compartment. It was noted that the pump had been exposed to water but no visible moisture was alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2019 with the following findings: during investigation, the pump was returned with a battery compartment crack found at the threads on the side of the pump. The battery cap was also found to be stripped and was unable to secure to the pump. The damaged cap was unable to have a secure power connection to the pump. A test battery cap was used and was able to be secured. The test battery cap powered up the pump. A 12-hour duration test was completed with a test battery cap and there was no power loss of rebooting duplicated. The original complaint of the power issue with damage was duplicated during investigation.